Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from the patient's spouse reporting the patient passed away in late-(B)(6) 2014 due to a lead infection. The hospital was contacted and confirmed the patient was admitted one week prior for a system extraction and confirmed vegetation on the right ventricular (rv) lead. The hospital confirmed the cause of death was multi-system organ failure. There were no reported allegations that the infection or system extraction caused or contributed to the patient's death. It is unkown if the products will be returned.